Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged and fell into the ventricle. The lead was successfully revised. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.